Event description:
The customer's reported patient "(B)(6)" displayed in obi when patient "(B)(6)" is moded up on 4ditc. Therapist loaded patient (B)(6), on 4dtc. Patient (B)(6) showed on obi (this patient was treated and imaged 2 patients prior. Those 2 patients were also imaged). Therapists closed patient on 4dtc, closed treat and obi apps, after launching apps and loading patient, correct patient and images appeared in treat and obi apps. Therapists checked patients in olr, and the correct images were associated to the correct patients. There was no report of injury to the patient and no patient data was provided.

Manufacturer narrative:
Although there was no reported injury in this case, the available information suggests a malfunction in the device. Though still under investigation, varian has determined that an MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.